Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the guidewire failed to advance through the first right ventricular (rv) lead. Several attempts were made, but the guidewire bent after each insertion. A second rv lead was introduced, and the lead helix failed to retract and extend when the physician attempted to reposition the lead for a more optimal capture threshold and implant position. Both rv leads were not used and replaced with a new lead to complete the procedure. The patient was in stable condition.